Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during basal delivery. The customer's blood glucose (bg) level was 300mg/dl and a manual injection was administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as they had performed troubleshooting on their own and verified insulin exiting the infusion set tubing during the fill tubing sequence and no damage to the infusion set site was observed. The customer reported they would use manual injections for insulin therapy.